Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank liquid crystal display (lcd). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through visual inspection as a cracked and unreadable display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.